Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he received a replacement insulin pump and may not have programmed it correctly. Customer stated that he has been having high blood glucose ever since he switched to the replacement pump. Customer was assisted with confirming the settings and adjusting them. Customer's last blood glucose was 416 mg/dl. Customer stated that he treated with the pump. Customer stated that he is going to try to regulate his blood glucose himself and will call back if he needs to troubleshoot or contact his health care professional.